Event description:
A customer reported that a dash monitor on a dashport 2 lost communication with the cic and other dash monitors on the network for approx 16 minutes. During this time, a vtach alarm was detected and generated a red alarm on the dash, however, the alarm volume was set to off. The cic displayed no comm, but the audible alarms were also set to off as the system was being used in rover mode. No alarm was generated by the nurse call system. No death or serious injury was reported. During the 16-minute loss of communication, the led on the dashport was green, indicating that the dashport had established communication with the dash monitor. Communication with the cic was allegedly re-established when the user moved the security lever, which locks and unlocks the pt monitor to the docking station, back and forth from the yellow position. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
(B) (4).